Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to presses, and the touch screen had a delayed response to customer's interaction. The customer applied more pressure to the wake button to address the issue. During troubleshooting with tandem technical support the pump was functioning as expected. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer changed infusion set and successfully resumed insulin delivery. There was no reported impact to customer's blood glucose level.